Manufacturer narrative:
(B)(4) the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the 800-ml/hr flow rate test during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "failed 800ml/h flowrate", which was reproduced. Baxter's device evaluation found the device to under deliver by 5.22% when the device was delivering at a rate of 10 ml/hr during flow rate testing as well as at a rate of 999 ml/hr during flow rate testing by 5.51%. Physical inspection determined the cause to be that the pressure plate travels were found to be out of specification. The device was reworked to ensure accurate infusion. (B)(4).